Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was introduced for ultrasound examination of the target lesion. The catheter got bent at the hemostasis valve location. The motor drive continued to spin and would not shut off. When the physician tried to remove the catheter from the guidewire, there was tremendous resistance. The catheter and guidewire had to be removed together and upon removal it was apparent that the catheter had wrapped the wire around itself. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath assembly and the imaging window and tip entangled with a guidewire. Microscopic inspection revealed no damage to the distal tip or guidewire exit port assembly. Pitting and degradation of the transducer housing consistent with saline damage was observed which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was introduced for ultrasound examination of the target lesion. The catheter got bent at the hemostasis valve location. The motor drive continued to spin and would not shut off. When the physician tried to remove the catheter from the guidewire, there was tremendous resistance. The catheter and guidewire had to be removed together and upon removal it was apparent that the catheter had wrapped the wire around itself. There were no patient complications. It was further reported that this was the same event reported in MDR 2134265-2022-05343. The 70% stenosed, tight target lesion was located in the mild to moderately calcified and mildly tortuous mid left anterior descending artery. The opticross imaging catheter was advanced to size the lesion prior to stent implantation. After a synergy stent was implanted, the same opticross was advanced over a 185cm non-boston scientific wire to assess the deployed stent. When the physician turned the image on, he felt the catheter rotate in his fingers outside the hemostasis valve. The physician tried to turn the image off but it would not so the physician quickly pulled the entire wire and catheter out of the patient. The rotating catheter was wrapped around the guidewire inside the patient making removal from the wire impossible. The entire catheter, from the distal tip and toward the proximal end was wrapped with the guidewire. There were no patient complications and angiography did not reveal any damage to the artery. The procedure was completed using an alternate method or device.

Event description:
It was reported that device entrapment occurred. The opticross imaging catheter was introduced for ultrasound examination of the target lesion. The catheter got bent at the hemostasis valve location. The motor drive continued to spin and would not shut off. When the physician tried to remove the catheter from the guidewire, there was tremendous resistance. The catheter and guidewire had to be removed together and upon removal it was apparent that the catheter had wrapped the wire around itself. There were no patient complications. It was further reported that this was the same event reported in MDR 2134265-2022-05343. The 70% stenosed, tight target lesion was located in the mild to moderately calcified and mildly tortuous mid left anterior descending artery. The opticross imaging catheter was advanced to size the lesion prior to stent implantation. After a synergy stent was implanted, the same opticross was advanced over a 185cm non-boston scientific wire to assess the deployed stent. When the physician turned the image on, he felt the catheter rotate in his fingers outside the hemostasis valve. The physician tried to turn the image off but it would not so the physician quickly pulled the entire wire and catheter out of the patient. The rotating catheter was wrapped around the guidewire inside the patient making removal from the wire impossible. The entire catheter, from the distal tip and toward the proximal end was wrapped with the guidewire. There were no patient complications and angiography did not reveal any damage to the artery. The procedure was completed using an alternate method or device.